Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 gorilla plating system. The mtp plate broke across the guide holes at 6 weeks post operatively. It was reported that a compression screw was not used in the case. The implantation date was said to be (B)(6) 2017.